Event description:
Edwards sales received an email reporting the explant of a 21mm perimount valve that had been implanted for approximately nine (9) years. Through follow up with the health care provider, it was learned the patient presented with significant gradient. Operative report states "the pericardial adhesions were moderately dense. The perimount valve was calcified and the leaflets were rigid and relatively immobile producing stenosis. The valve saddle ring was well endothelialized and there was no evidence of any perivalvular leak. A 21mm prosthesis was satisfactorily implanted. Patient reported in a stable hemodynamic state.

Event description:
Edwards representative was made aware of the explant of a perimount valve. Patient identifier information, model and serial number of the device and implant/explant information have not been disclosed. The valve was reportedly explanted after 9 years for unknown reasons. No additional information regarding the event, has been made available.

Manufacturer narrative:
This device is not available for return and evaluation because it has been discarded by the hospital. No model or serial number for the device has been provided by the health care provider; therefore, no device history record can be conducted. As of (B)(4) 2015, no patient or procedure information has not been made available. It is unknown why this device was explanted. The sales representative will continue to make requests for information. Without return of the device or additional information regarding reason for explant, we are unable to investigate further into the root cause for this event. However, if new information is received, a follow up report will be submitted. No corrective action applies to this case. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: this device was explanted due to stenosis secondary to calcification. It was also reported that this device was not available for return and evaluation because it was discarded by the hospital. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, no patient history has been made available. Without return of the valve for evaluation, we are unable to confirm the clinical comments provided or to determine root cause for calcification of this device.